Event description:
It was reported that an x-ray showed that the atrial lead had dislodged. The lead was attempted to be repositioned but was explanted as the helix would not retract or extend. It was noted that the helix was presumed to be stuck inside the lead. The physician decided to upgrade the device to a single chamber device and a new right ventricular lead was implanted. The patient was in stable condition post-procedure.